Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure a non-medtronic balloon was used to pre-dilate the lesion. It was reported that one resolute onyx rx drug eluting stent failed to cross the lesion and when removed the stent was deformed. It was informed that bent struts were noted. The resolute onyx was inspected prior to use, with no issues noted. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the procedure was completed using another stent. If information is provided in the future, a supplemental report will be issued.